Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested but they were denied by the hospital. Review of the manufacturing records and complaint handling database was performed and there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure and are identified in the product labeling. Based on the information reviewed, the cause for the reported endoleak type iii could not be determined.

Event description:
It was reported that approximately 15 months post-implant of a bifurcated device, an iliac limb extension, and two suprarenal extensions (refer to MDR report number 2031527-2013-00020) , a type iii endoleak was identified on a followed computed tomography scan between the suprarenal cuffs. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.